Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: foreign: united kingdom. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the device passed the test cut; however, the bottom roll and comb were damaged, the gear was worn and the ratchet gear was damaged. The bottom roll, comb, gear, pin and ratchet gear were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that at unknown timing the customer had a mesher for repair; most probably the roller. There was no report of harm, injury, or delay. Due diligence is complete and no additional information is available. During device evaluation the mesher comb was found to be damaged. No adverse events were reported as a result of this malfunction.